Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. Section d4 was corrected due to a typographical error, changing expiration date from july 11, 2023, to july 11, 2030. The event cannot be confirmed. Visual examination of the provided pictures identified an explanted bearing and tibial component. Both show signs of use, including biological debris and blood. The device history record was reviewed and no discrepancies relevant to the reported event were found. X-rays were provided and reviewed by mmi they state that the right total knee arthroplasty shows mild radiolucency around the anterior tray. The impression was right total knee arthroplasty with findings concerning for loosening and possible subsidence of the tibial component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 42522000610, articular surface, 65807716, 42502807002, femoral component, 65807716, 42540200032, patella, 660668858. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent an initial total knee arthroplasty. Subsequently, about 2 years later they had a revision due to loosening of the tibial component. Attempts have been made and all available information has been provided.